Event description:
It was reported the epiq cvx ultrasound system generated an error code during a valve replacement surgical procedure. The user rebooted the system three times before replacing the system to complete the procedure. There was no impact to the patient. The service engineer evaluated the system and replaced the acquisition module to repair the issue. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the acquisition module. The failed part was returned for evaluation. During evaluation of the part, the reported failure was reproduced. The suspect part did not pass multiple reliability tests which confirmed there was a failed channel board within the acquisition module. The engineering investigation confirmed this is not a systemic issue.